Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 531 mg/dl, and feeling "unwell" due to personal profile settings needing adjustment. Bg was addressed via a correction bolus and manual injection. Additionally, customer used supplies longer than intended. Recommendation was made for the customer to consult with a healthcare provider regarding bg level.